Event description:
The customer reported a loss of images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.